Event description:
It was reported that after reviewing the strips, 3 beats of ventricular loss capture were detected. The beats were believed to be caused as a result of a programmer initiated threshold search. No algorithms were on at the time of the search. The device remains implanted and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.